Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot #: unknown, serial #: unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter. Product ID: neu_unknown_cath, lot #: unknown, serial #: unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign regulatory body/competent authority via a manufacturer representative regarding a patient receiving intrathecal baclofen (unknown concentration) at an unknown dose. The indication for use was not reported. It was reported the patient showed symptoms of increased spasticity. The healthcare professional (hcp) assumed a malfunction of the catheter and/or pump and replaced the whole system. The issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. It was unknown if any troubleshooting was performed. The implant date was unknown. It was reported that the serial number of the pump was unknown as it could not be provided by the healthcare insurance company nor could the clinic provide additional information. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.